Event description:
It was reported telemetry confirmed a non-critical alarm occurred. The alarm was reported to have started back in (B)(6) 2012. The patient had seen their health care provider (hcp) since that time. It was reported, the hcp had been trying to do refills but had difficulty finding the pump. It was reported, "my doctor tried to put medicine in it and she couldn't find it. And she suggested the only way that she could help is that I have one of you come in and show her how to do it, because it's in my back and she just says she's not able to do it." The first time the patient went to their new doctor, as of (B)(6) 2012, because their doctor before stopped practicing medicine and the patient's insurance had changed. When the patient saw their new doctor for the first time, the hcp first tried doing the refill and reportedly got "some" of the medication in successfully. At that time the patient was then put in oral methadone, in (B)(6) 2012, because, the hcp planned to go on vacation and had difficulties doing the refill. It was reported the pump alarm was silenced at the patient's first refill appointment with their new doctor, at which time it was a c critical alarm. It was reported at that time the patient experienced pain and nausea as well. It was reported, the patient's primary care physician had been able to prescribe oral medication until the alarm had been silenced at the first appointment with the patient's new hcp, which was from (B)(6) 2012 until (B)(6) 2012. It was reported, the patient had not done anything about the alarm during that time, due to their family member passing away and because, the patient had the flu. It was reported, the patient experienced pain in their lower back and up their spine on the right side. It was noted, the pump therapy helped to patient a lot, by fifty percent, along with the oral methadone she had taken. It was reported, the patient's pain had not gotten any worse. The patient also experienced a burning sensation around the pump area that occurred off and on. It was reported the patient's next refill appointment was scheduled for (B)(6) 2013. It was reported, the last time the patient saw the hcp was a month ago. The device system was used to deliver hydromorphone. It was later reported, the patient's next refill appointment was actually scheduled for (B)(6) 2013. It was reported, the patient experienced spasms in their lower left side, low back, and up their spine. It was noted the patient had noticed the spasms before beginning to take the oral methadone. It was reported, the medication helped with the patient's spasms, but then the patient ended up with the flu "about" three weeks ago. At that time, the patient noticed the spasms had started to get worse again. The patient also experienced feeling nauseous and had heart problems, it was unsure to the reporter if this was related to the pump. It was reported the patient was to see a hcp on (B)(6) 2013, for the symptoms and that the patient had an echocardiogram on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).